Event description:
It was reported that the pump was programmed at 10 ml/hr to deliver 100 ml of an aramine to maintain the b/p of a pt with chronic renal failure. After 1 hr the pump displayed a rate of 10 ml/hr and a volume to be infused of 93 ml, however the solution container was almost empty. The pt's b/p was elevated initially after the occurrence, but returned to pre-incident status without medical or surgical intervention.